Manufacturer narrative:
(B)(4). Concomitant medical products: g7 osseoti shell item # 110010243 lot # 6243681, unknown femoral head, unknown stem. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, liner could not be seated on to the acetabular shell. The surgery was completed with a backup liner. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product shows that the damage to the locking feature was identified. The scallops showed damage resulting from impaction. Two circular indentations were identified on the outside diameter of the liner. Diagonal markings were identified along the locking feature, indicative of off-angle impaction. No further measurements could be obtained as the product had undergone impaction. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.